Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed - unexpected restart. The customer¿s blood glucose level was 398 mg/dl at the time of the incident. The customer reported that she was receiving unexpected restart alarm and due to this she was having high blood glucose and she was currently of the pump. She treated her high with manual injection and she has currently discontinued the use of her pump. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.